Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A temporal relationship exists between the need for the patient to disconnect from the liberty cycler during the treatment on (B)(6) 2018 and the subsequent hospitalization for the serious adverse event of sigmoid colon perforation and treatment. However, it was determined that the perforation of the sigmoid colon was the result of a c. Diff colitis. The patient required two additional surgeries; an abdomen washout and an ileostomy creation, abdominal closure and ureteral stent placement with primary repair of the left ureter over stent and an additional surgery to remove retained foreign object from one of the prior surgeries. The patient expired on (B)(6) 2018; official cause of death was not reported. However, it is probable that the patient succumbed to the infectious septic shock and related hospital complications. There is no documentation in the medical record supporting a possible association between the liberty cycler and the diagnosis of c. Diff colitis, the subsequent sigmoid colon perforation or any surgical intervention or medical treatments. Additionally, there has been no allegation of malfunction of the liberty cycler or complaints that the liberty cycler did not perform as expected. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact requested assistance with cancelling the patient¿s treatment. The patient needed to go to the hospital for an unspecified reason. During a follow-up on (B)(6) 2018 to the patients¿ peritoneal dialysis nurse (pdrn), it was reported that the patient went to the hospital for a colonoscopy. However, received medical records ((B)(6) 2018) revealed that patient presented to the hospital with a sigmoid colon perforation due to c-difficile (c. Diff) colitis, which the patient was being treated for 2 weeks prior (details of prior treatment not reported). Upon arrival to the hospital, the patient was reportedly hypotensive and enduring abdominal pain and diarrhea. The patient was found to be peritonitic, septic and to have free air in the abdominal cavity as well as a sigmoid colon perforation on imaging; it was decided that the patient needed emergent surgical exploration laparotomy with possible bowel resection. It was determined that the sigmoid perforation was secondary to c. Diff colitis. The patient was given intravenous (IV) fluids, pressors and started on a broad spectrum antibiotic regime including vancomycin, cefepime and flagyl. The patient went to the operating room (or) on (B)(6) 2018 and had an exploratory laparotomy, a total abdominal colectomy, pd access catheter removal. During the procedure a left ureteral injury was found, and the patient had a second surgical procedure the same day for an abdomen washout and an ileostomy creation, abdominal closure and ureteral stent placement with primary repair of the left ureter over stent. On (B)(6) 2018 the patient returned to the or for evaluation of a retained (from previous surgery) foreign object. Radiology x-ray of abdomen reported a radiopaque foreign object seen. The patient was to be admitted to the intensive care unit (ICU) in septic shock due to the perforated bowel and peritonitis where she remained intubated and at some point a nasogastric tube was inserted as well as a urinary catheter. On (B)(6) 2018 a left internal jugular (ij) central venous (cv) catheter was placed. The patient was transitioned to hemodialysis (treatment details unknown). It was noted that the patient expired on (B)(6) 2018. Official cause of death is unknown.